Event description:
It was reported that during an unknown procedure, there was a hole in the packaging tyvek. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned inside of the sterile package. It was noted that the tyvek had a hole. The hole was opposite the instrument hemo button. An inspection of the packaging assembly identified that the instrument was not snapped into the blister allowing the instrument to ride high. Because the instrument was outside of the optimal envelope it allowed the hemo button to make contact with the inside of the tyvek. This contact and external pressure that the tyvek could have encountered could have caused the perforation. Timing of the damage to the package could not be determined.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - tyvek hole caused by user. Root cause investigation: advanced hemostasis button was examined under a keyence microscope and the button did not appear to have sharp flash. Overstress drop test to recreate the failure ¿testing two bare sales units of (B)(4) devices (one su with tyvek up and one with tyvek down) at the following drop heights to attempt to recreate the failure. 50¿, 56¿, 60¿, 66¿, 72¿. The same sales units were dropped at each height until damage appeared, so the test was cumulative over 5 drops. Results: 50¿ ¿ no tyvek punctures; 56¿ - no tyvek punctures; 60¿ - no tyvek punctures; 66¿ - no tyvek punctures; 72¿ ¿ 1 puncture, tyvek down. No puncture, tyvek up. New su dropped at 72¿ w/tyvek down, no punctures. The failure was recreated by using a ¿raking¿ motion with tyvek down on the edge of a table. The damage was caused externally by a sliding or raking motion of the package over an object that pinched they tyvek between the button and the external object, causing a tear.